Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, two segms showed noise with ventricular over- sensing. The noise was reproduced by having the patient perform isometric exercises in the clinic.